Manufacturer narrative:
(B)(4).

Event description:
The patient received a burn and it was noticed after the procedure ended. Surgeon does not use suction on the device. The surgeon is unsure if it is a electrical burn verses heat. No product will be returned for evaluation.